Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Name: medtronic minimed street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia 86.04mmol/l which led to hospitalization greater than 24 hours and was treated with intravenous due to patient did not use sensor on (B)(6) 2026 hence there was no infusion set malfunction reported.